Event description:
This ra lead was explanted and replaced during upgrade to a crt-d, due to a progressive rise in pacing threshold. The rise in threshold was noted to be probably partly due to this lead was pulled back relatively taut and had very little slack inside the body. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.